Event description:
Per the clinic, the patient requires multiple MRI requirements due to other medical condition. The patient also stated that the required safety procedure of splinting and headwrapping is intolerable resulting in the decision to explant the device. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another MRI compatible cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.